Manufacturer narrative:
The pump passed all functional testing. The pump was monitored for several days and no external ram error alarm was noted. The pump passed the unexpected restart error test, and no unexpected restart error alarm was noted. However, a however, a displayable history alarm was found in the alarm history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been off her insulin pump for about 2-3 years due to having issues with her pump. Customer stated that she has been hospitalized 7 times in a year with diabetic ketoacidosis with the current pump and the older pump. The health care professional advised the customer to discontinue use of the current pump and revert to a back-up plan of multiple daily injections. The health care professional now wants the customer to go back on pump therapy. Customer's blood glucose was 713 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. Customer was unable to provide hospitalization details. Customer put a battery into the pump and received an unexpected restart alarm. Customer's blood glucose was 276 mg/dl. Customer had an external ram crc error alarm and a displayable history crc check failed on startup alarm in the alarm history. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.